Event description:
The report was received from a user facility in (B)(6) stating that "this system shutdown on its own during surgery. They were able to re-boot the system and finish all their cases without a problem." No injuries were reported.